Manufacturer narrative:
Other, other text: device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with battery door cracked, minor scratches on lcd lens screen, contamination and corrosiveness in battery contacts. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed and passed. Investigation unable to duplicate customer reported problem. However, the pump battery compartment door was cracked which was caused by physical induced customer impact. Investigator replaced the pump downstream occlusion sensor for preventive and replace pump battery door. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the downstream occlusion sensor was stuck at a value of 250 mv. In addition, the battery compartment was damaged, and the lcd screen was not working. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 (patient code).